Manufacturer narrative:
Additional information: manufacture date received. Correction: UDI number field populated with correct information.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. A medtronic representative went to site to test the equipment. Representative reported that a computer and monitor was changed to resolve the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect computer has been received by the manufacturer for evaluation however results are not available yet. The suspect monitor has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, when the navigation system was powered on, the mobile view station (mvs) remained in black screen. When the monitor power button on the mobile view station (mvs) was pressed, there was a red light. It was confirmed that the viewing station computer was receiving power. All cables were seated properly. It was reported that when powering the system down, it took over three minutes for the system to shut down. The power button was flashing blue consistently before finally shutting down. There was no patient present at the time of the issue.

Manufacturer narrative:
The monitor for the viewing station of the imaging system was returned to the manufacturer for analysis. The monitor was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The computer of the viewing station of the imaging system was returned to the manufacturer for evaluation. Testing found that the computer had hard drives not seated properly. Once realigned, the unit functioned as designed.